Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm 2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff called in during the case to report an issue with the system giving them a recoverable fault. The caller stated they changed out the instrument, but the issue remained. The technical support engineer (tse) reviewed the logs and confirmed the issue. Tse explained the issue was related to the right master controller on the surgeon console. Tse recommended the surgeon swap consoles to avoid the fault from reoccurring. The caller will let the surgeon know and call ended. Fse to follow up. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and in artemis, the 23013 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart (psc) fixture test platform (pftp) where sine cycle was found to be failing on the axis 3. Once testing was completed, the axis 3 motor and motor cable was tested and was verified to be the source of the fault. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site¿s complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the remotefe procedure log shows the customer performed wedge to completion lobectomy procedure on (B)(6) 2025 with console surgeon on system sk5303. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 23025 indicating encoder quadrature fault on mtmr axis 3. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. Axis 3 motor and axis 3 motor cable were found to be the root cause of the reported event.